Event description:
Consumer returned pad with a severed cord.

Manufacturer narrative:
Our inspection found a small cut in the cord and the engineers concluded it was a clean cut in the cord possibly caught in a recliner or something sharp.